Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(4) 2015. The device was visually inspected and no defects were found. Functional testing was performed on the device and no failures related to the customer complaint were found. The receiver log was reviewed and no issues related to the customer complaint were found. The diagnostic chart was reviewed and confirmed the customer complaint of permanent out of range. The root cause, however, could not be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a permanent out of range signal on (B)(6) 2015. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.